Event description:
It was reported that the drain lever on the cbc ii unit was broken. Approximately 200 cc's of blood was collected before the condition of the unit was discovered. The cbc ii was used as a drain. The patient did not require a transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.